Event description:
Procedure: radio frequency ablation. The report stated that after 3 minutes of activation, the patient complained his/her left thigh was scalded. The doctor stopped activation and took two of the return electrodes off. The doctor found a 1 cm blister with the skin around the blister red. The blister occurred at the joint of the cord and pad. New electrodes were placed and the procedure was completed. The blister was a 2nd degree burn.